Event description:
It was reported that the patient implanted with this pacemaker presented with dyspnea and wheezing, along with a poor general condition, and was subsequently referred to the emergency department. During device interrogation, an increase in ventricular pacing thresholds and a decrease in impedance measurements were observed. X-ray imaging was performed. The patient condition was suspected to be related to a respiratory infection. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.